Manufacturer narrative:
Additional initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure error. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse observed that system is showing autofill failure, problem found with fill port connector and drain port connector both has to be replaced. Replaced fill port and drain port which customer has arranged. Replaced new pm 5000 hours kit also then checked system with demo balloon and trainer it is working fine and ready to use.